Event description:
Allegedly the following occurred: "the instrument did not staple; the staples remained in the instrument jammed across the jaws; leakage of fecal matter in the abdomen; washing of the abdomen." Sigmoid resection.